Manufacturer narrative:
D10 concomitant product: unknown eea, unknown eea (lot#unknown); unknown eea, unknown eea (lot#unknown); unknown eea, unknown eea (lot#unknown); unknown eea, unknown eea (lot#unknown); unknown eea, unknown eea (lot#unknown) risk factors for and treatment of anastomotic strictures after ivor lewis esophagectomy / sophie l. F. Doran, maria g. Digby, sophie v. Green, clive j. Kelty, anand p. Tamhankar, / surgical endoscopy (2024) 38:6771¿6777 / https://doi.org/10.1007/s00464-024-11150-w / published online: 19 august 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to assess the rate of and risk factors for anastomotic stricture in 207 patients who underwent ivor lewis esophagectomy for esophageal cancer between 2013 and 2021. A standard circular stapled end-to-side esophago-gastric anastomosis was performed using a 31 millimeter (mm) circular stapler. Post operative complications included four (2.3%) 30-day mortality rate and 8 (4.7%) 90-day mortality for patients with no anastomotic stricture. The cause of deaths was not reported.